Manufacturer narrative:
This report is submitted on may 6, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [141124 - device analysis report.reg.pdf]

Event description:
Per the audiologist, the patient experienced poor performance with the device use and lack of clinical benefit. Reprogramming attempts were unsuccessful in alleviating the issue. It was also reported that 8 electrodes were extra cochlear. Subsequently, the device was explanted on (B)(6) 2019 and it is unknown if the patient was reimplanted with a new device as of the date of this report.